Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 110010243, cup, lot # 6135455, item # 010000848, liner, lot # 3401495, item # 6501163, femoral head, lot # unk. (B)(6). This product is manufactured by zimmer biomet warsaw and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) k110400.

Event description:
It was reported that a patient experienced left stem subsidence. It is expected that the stem will stabilize at a lower position. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. As stated in the x-ray review report, the contributing factors for femoral stem subsidence included undersized femoral stem and varus position of the femoral stem. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.